Event description:
It was reported that pa underwent a sling procedure in 2005. Post operatively, the pt twisted themselves and felt pain in the right lower portion of the abdomen on postoperative day 12. The pt was seen in the hosp and "something like a tape" was seen in the urinary bladder by echo. The tape could be faintly seen beneath the mucous membrane by cystoscopy. The pt passed blood in their urine on postoperative day 40 and returned visit to the doctor. Cystoscopy confirmed the tape was exposed in the bladder. There was no blood at that time. No intervention has been planned.